Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received fully detached from the catheter and advanced through the introducer sheath. The balloon was received still on the guidewire. The catheter was kinked throughout its length. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The balloon was examined under microscopic magnification (6x) and several cuts were present on the balloon, likely caused by the user trying to remove the balloon from the sheath. The edges of the proximal end of the butt joint detachment were examined under microscopic magnification (10x) and observed to be slightly jagged. The introducer sheath was examined under microscopic magnification (6x) and the distal tip was flared, likely indicating retraction issues. A cut was present in the introducer sheath that ran across the entire length of the sheath, likely caused by the user trying to remove the balloon from the sheath. Functional/performance evaluation: no functional testing could be performed due to the detachment at the proximal balloon glue joint. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a balloon detachment and retraction issues based upon the condition in which the sample was returned (i.e. Flared introducer sheath tip). It is likely that excessive force attempting to retract the balloon through the sheath caused the balloon detachment. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a left arm central stenosis, the pta balloon allegedly tore in half during retraction through the sheath; therefore, the catheter, the sheath, and the guide wire were removed together as a single unit. It was further reported that the procedure was successfully completed. There was no reported patient injury.